Manufacturer narrative:
(B)(4). Batch #t93x44. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When you state that ¿closure of the device worked but not the stapling¿, do you mean that the device would not fire (locked out) with no cutting? Is psee45a the correct product? It states in event that vasecr35 was used. These reloads cannot be used in psee45a device.

Event description:
It was reported that during an unknown procedure, during the first firing, the device stapled and cut without difficulty. During the second firing, the device did not deliver staples, although it closed fine. The device was reloaded twice without success. A third reload from the same product code was tried, but still did not work. There was an unspecified delay in the procedure. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. H1: MDR decision: not reportable. Additional information was requested, and the following was obtained: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. When you state that ¿closure of the device worked but not the stapling¿, do you mean that the device would not fire (locked out) with no cutting? Is psee45a the correct product? It states in event that vasecr35 was used. These reloads cannot be used in psee45a device. After verification, the reload was the one of 45mm inside the device (not the reload vasecr35) the device was closed and did not got jammed according to the surgeon, the issue may be related to the thickness tissue. In this case, it may be a device security making impossible the cut of tissue too thick to staple.